Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the malfunction, allowing the customer to continue using the pump. The caller was advised to contact technical support if the malfunction code recurs and acknowledged understanding of the instructions.